Event description:
It was reported during a gastro duodenal artery procedure that as the physician was advancing the coil to the area he wanted to embolize, he reached a point where he was unable to advance any further. The physician reported he thinks the locking mechanism of the interlocking coil "came undone". The physician pulled out the wire and used a coil pusher to release the rest of the coil. The case was reportedly completed with this device. The patient's condition is unknown.